Manufacturer narrative:
The affected evita 4 was manufactured in august 1996. The investigation was based on the logbook analysis and the on-site equipment inspection by dräger service. The analysis of the logbook shows that the device repeatedly performed warm starts in the late evening of (B)(6) 2020. The logbook ends on (B)(6) 2020 at 10:54 p.m. Because no operating voltage was available after that time. The switch-on process on the next day ((B)(6) 2020) at around 09:50 a.m. Was no longer stored in the logbook because no operating voltage had been built up. For this reason use of the device for ventilation on the patient at this time can be ruled out. Contrary to what the user reported the date of the event is therefore considered to be (B)(6) 2020 and not (B)(6) 2020. Based on the available data a faulty ac power supply (delta) could be identified as the cause of the reported warm starts. The device error could be remedied by replacing the power supply unit. As a safety feature of the ventilator the ventilation software analyzes and checks that the device is functioning properly. If the ventilator software detects an internal error a warm start is triggered. An audible alarm alerts the user to this condition and a visual message is shown on the display. The device switches off for a short time and then switches on again. During this time, the emergency breathing valve opens to allow spontaneous breathing. After successful completion of the start sequence (approx. 8 seconds) ventilation is continued with the previous parameters. Directly after the start of ventilation an alarm "mv low" is triggered until the applied gas volume is greater than the set lower minute volume limit. In the event of an unsuccessful warm start a continuous acoustic alarm is activated and the emergency breathing valve remains open. The warm starts are repeated until the unit is switched off. Manual ventilation with another device may be considered necessary. The evita 4 reacted in accordance with the specifications and generated an acoustic alarm if the power supply fails. The affected power supply unit was part of the initial equipment of the device without dc option and was in operation for approx. 24 years. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported, that the ventilator evita 4 rebooted several times during use. There were no patient consequences reported.